Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The parent stated the patient started to experience itching on (B)(6) 2018. Upon removal of sensor on (B)(6) 2018, yellow crust which looked like hot water spilled on skin was noticed at the insertion site. Patient was taken to his family doctor on (B)(6) 2018 who referred him to a dermatologist. The dermatologist prescribed antibiotic cream and recommended hydrocortisone cream and cold compress for treatment. At the time of contact, it was indicated that the patient¿s skin was healed. No additional event or patient information is available.